Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as itchy skin under the electrodes. The patient's physician recommended using a cream. Follow-up indicated that the cream was helping and the itchiness was better.